Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/06/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the reported event, of a keypad responsiveness issue, could not be investigated due to the failure of the pump to power on, thus no conclusions could be determined in this regard. Visual inspection revealed that moisture and corrosion were present behind the display lens, and the keypad cover was free of damage. The pump failed a leak test due to a display lens leak. The keypad cover was removed, and corrosion was observed on all of the key contacts. The pump case was removed, and corrosion was observed on the printed circuit board and other internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.